Event description:
A report was received that the patient was experiencing soreness and discomfort around the ipg. During the revision procedure they could not get one setscrew in and when they tried it went too far and they could not lock it. The ipg was replaced and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing soreness and discomfort around the ipg. During the revision procedure they could not get one setscrew in and when they tried it went too far and they could not lock it. The ipg was replaced and the patient was doing well postoperatively.